Event description:
Reportedly, valve implanted for approx 7 months. Pt now showing signs of 3+mitral regurgitation, however, is asymptomatic. Looks like one of the leaflets is dipping in the middle. Surgeon doesn't feel that it is a suture loop at this point. Valve remains implanted.

Manufacturer narrative:
No device returned for eval.